Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. International UDI(01)00884838009851 the field service engineer ordered a motor controller pcb to resolve this issue. The cpu was replaced to correct the reported problem. Failure analysis of the returned part indicates root cause: this piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of spec at 743 kohms. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the backup alarm test failed, error code 1104. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.